Event description:
It was reported that patient underwent a hip procedure on (B)(6) 2010. During the procedure, the tip of the femoral rasp fractured and was retained by the patient. The fractured portion was not removed. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. The following sections could not be completed without proper product identification: discoloration, scratches and marks typically seen in surgical instruments. The rasp cutting edges are worn and the tip has fractured perpendicular to the axis of the rasp. There are shiny spots on the fracture surface indicating post-fracture damage. Fracture surface artifacts suggest the fracture occurred with multiple origins and began with fatigue. The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(6) 2010.